Manufacturer narrative:
The device was returned and evaluated by the supplier. The supplier's evaluation included a review of quality records, which found that the device met all quality and manufacturing testing/inspection specifications prior to distribution. Evaluation of the returned device found that the internal catheter wires were broken inside the sensor case. The catheter was received in a drainage tube. Due to the condition as it was received, no functional testing was possible. Based on their evaluation, the supplier was able to confirm the reported issue and determined the cause of failure to be mishandling of the catheter. At present, we consider this complaint to be closed. Trends will be monitored for this or similar complaints.

Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
The patient information is unknown. Accident. During the monitoring phase of icp surgery, machine indicated zeroing error all the time. Changed icp and cable but still failed. The surgeon had to remove the sensor directly. There was no report on patient injury.